Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that he believed the adc freestyle libre sensor had alarms, however it was a type 1 sensor and not a libre 2 sensor that he used. Customer experienced a loss of consciousness and a reading of 20 mg/dl was obtained on an unspecified meter and no comparison reading with the sensor was reported. Customer required treatment with sugar water and glucagon by his mother. Customer did not mention that the medical event was due to a sensor, however no additional information was provided. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that he believed the adc freestyle libre sensor had alarms, however it was a type 1 sensor and not a libre 2 sensor that he used. Customer experienced a loss of consciousness and a reading of 20 mg/dl was obtained on an unspecified meter and no comparison reading with the sensor was reported. Customer required treatment with sugar water and glucagon by his mother. Customer did not mention that the medical event was due to a sensor, however no additional information was provided. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.